Manufacturer narrative:
The manufacturing and material records for the solo smart heart valve, model #icv1247, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1247) solo smart heart valve at the time of manufacture and release. The explanted prosthesis was returned to livanova and it was received on 04 feb 2019. The returned valve was received deeply damaged and in several portions, probably due to the explanting procedure. Further investigation is ongoing.

Manufacturer narrative:
With the aim to confirm the correct size of the returned device, a dimensional analysis has been performed. As per verification, the correct matching is with the tool corresponding to the correct one for the solo smart size 21 (art21smt). Further analysis of the returned prosthesis was not possible due to the conditions in which the device was received. Based on the performed investigation and the information provided by the site, the event can be reasonably attributed to a mis-sizing of the device.

Event description:
On (B)(6) 2018, a 65 years old female patient underwent aortic valve replacement with solo smart size 21. During the same procedure, 4 cabgs were also performed. A week later, the patient¿s gradients were unusually high: 60mmhg (mean) and 90mmhg (peak). The surgeon reviewed the echo and determined that the valve was oversized as well as implanted too high on one side. On (B)(6) 2019, the valve was explanted and a magna ease 19 was implanted instead. The patient's mean gradient went down to 16mmhg immediately after the replacement of the device. The patient is doing well after the procedure. There was no perceived issue with the explanted solo smart.

Event description:
On (B)(6) 2018, a (B)(6) years old female patient underwent aortic valve replacement with solo smart size 21. During the same procedure, 4 cabgs were also performed. A week later, the patient¿s gradients were unusually high: 60mmhg (mean) and 90mmhg (peak). The surgeon reviewed the echo and determined that the valve was oversized as well as implanted too high on one side. On (B)(6) 2019, the valve was explanted and a magna ease 19 was implanted instead. The patient's mean gradient went down to 16mmhg immediately after the replacement of the device. The patient is doing well after the procedure.